Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient¿s onetouch verio iq meter displayed an ¿error 4¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 10pm. The patient manages his diabetes with insulin (types/ amounts not specified). It is not known if the patient made changes to his usual dose of medications; however, the patient was not able to continue testing his blood glucose. At 3am the following morning, the reporter claimed the patient felt low blood glucose symptoms of shaky, sweaty, felt faint and angry. The patient drank a cola as treatment. The reporter denied the patient tested with another device. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.